Manufacturer narrative:
Additional information: d4, h4. Correction: e3, e4, g3. Manufacturer's investigation conclusion: the reported event of controller fault and no external power alarms were confirmed with the submitted log file. The log file captured motor stopped events with associated low speed and low flow hazard alarms on (B)(6). The motor stopped events occurred on both the 14v battery power and on the power module. It was noted the reported controller fault and low voltage/no external power alarms were captured during the motor stopped events. The reported alarms did clear after the system recovered to the set speed value of 9,200 rpm. The fault alarm events are potentially related to the low speed hazard/low flow hazard/motor stopped issue. Attempt was made to obtain additional information from the customer regarding the system controller return status; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on (B)(6)2015. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the red heart hazard alarms. Heartmate ii lvas IFU rev. C (section 1, 4, 5) contains information about fixed speed, low speed limit, and pump speed including power. Pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Approved labeling outlines power elevations and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Abrupt changes in power should be evaluated for cause. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On 31oct2020, the patient had a controller fault alarm and found to have low flows/low speeds, no external power alarms, and pump off events. A driveline exchange was previously done on (B)(6) 2020. A controller exchange was done to resolve the alarms (the driveline was disconnected when this happened). Log file review suggested the patient still had internal driveline damage. The no external power alarms were caused by controller being briefly disconnected from batteries. Related manufacturer report number #2916596-2020-04692.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via analysis of the submitted log files and log file downloaded from the returned system controller (serial number: (B)(6); however, the alarm was not reproduced during testing of the returned controller. The submitted log file contained approximately 20 days of data (27aug2020 ¿ 16sep2020 per the timestamp). The submitted log file and downloaded log file contained approximately 28 days of data combined (03oct2020 ¿ 31oct2020 per the timestamp). The log files captured a controller fault alarm due to a backup battery test circuit fault on 31oct2020 from 05:27:59 to 06:22:53. The driveline was disconnected on 31oct2020 at approximately 07:09:56 to exchange the system controller. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller functioned as intended during testing and successfully operated on a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings: during the evaluation of the system controller a missing pin 1 (redundant v+) on the white system controller power cable connector was identified. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2019. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault, low voltage hazard, no external power, pump stop, and low speed alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including their system controller power cables. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.